Event description:
It was stated that the customer believes the insulin pump was not delivering insulin properly as she gave 10 units, and after several hrs her blood glucose still was high. Troubleshooting was performed. The customer found that the tubing had a fold at the connection close to the p-cap, and also she noticed several bent cannulas. The customer stated that she uses band-aid over her tubing to avoid the tubing bending. The customer stated that her blood glucose increased after doing a lot of sit-ups. The customer inserted the infusion sets manually, but she was not inserting properly into the skin. The insulin pump status, time and date were accurate. The alarm history revealed several alarms. Ran a fixed prime test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.